Event description:
It was reported that during a stone removal procedure, guide wire coating damage occurred. The lesion was located in the common bile duct (cbd). The 0.035 jag precursor guide wire was advanced through another manufacturer's endoscope, however, at an unspecified time the guide wire's distal coating "was lifted up under the endoscope". None of the coating remained inside the patient. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
.